Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burning smell odor was identified in a exactamix pharmacy compounding device. The process step at which the issue occurred was not specified. There was no patient involvement. No additional information is available at this time.